Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. This was the patient¿s first overdischarge. The patient was sent home to recharge and confirmed a full recharge. The patient had a follow-up appointment on 2014-(B)(6) and their battery was completely depleted. There was no way to read the ins. The patient was going to have their ins replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. Product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).